Manufacturer narrative:
H3: the catheter (sn: (B)(6)) was returned, and analysis found no significant anomaly. H3: the catheter (sn: (B)(6)) was returned, and analysis found no significant anomaly. H3: the pump was returned, and analysis found no anomaly. H6: all previously reported conclusion, result, and method codes no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study and a manufacturer representative reported the facility elected to keep the pump for gross pathology. It was noted the patient had a computed tomography (CT) scan without contrast on . No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8782, serial#: (B)(4) implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 31-jul-2021, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 03-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving preservative free normal saline 9 mg/ml for a total dose at minimum rate via an implantable pump for non-malignant pain. It was reported on 2019-oct-29 the patient presented to the emergency department (ed) with a headache of unknown source. Ed performed tests to determine the patient's headache was such as spinal puncture, which was unsuccessful. Lumbar puncture (lp), complete blood count, and culture revealed high white blood cell count. It was unknown what made the white blood count high. A wound culture that had been obtained during the patient's last surgery, was positive for light growth of enterococcus faecalis. It was noted that the patient was previously seen for wound cleaning and redressing because they were irritated by the dressing and scratched their incision open. The ed doctor ordered a computed tomography (CT) scan on pocket site which revealed pocket site positive for collection of fluid and possible abscess on (B)(6) 2019. It was noted at time of irrigation, debridement and wound closure there was no obvious sign of infection or discharge. Implant doctor evaluation revealed fluid collection maybe normal seroma formation and or irrigation fluid from pump implant surgery. The implant doctor ordered an urinalysis, but the ed doctor did not perform urinalysis. The implant doctor presented to the ed doctor the antibiotic susceptibility. The implant doctor presented to the ed doctor the wound culture obtained during the pump implant that was positive for light growth of enterococcus faecalis. Actions/interventions included surgical intervention where the pump and catheter were explanted/not replaced on (B)(6) 2019. It was noted the devices would be returned to manufacturer. The patient was started with intravenous (IV) vancomycin on (B)(6) 2019. It was noted that the event resulted in in-patient hospitalization and prolonged hospitalization and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. It was noted that the issue resolved without sequelae on (B)(6) 2019 at time of report. The patient's weight was (B)(6) and also noted as (B)(6). The patient's medical history was asked and will not be made available. The patient's status at time of report was alive-no injury. The clinical diagnosis was pocket site infection. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related (surgery/anesthesia). The event date was (B)(6) 2019 (date of implant/first surgery). No further compilations were reported/anticipated.